Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that when they try to increase their stimulation they get a message that their implant needs to be replaced. Patient said they hadn't used their implant for a few months, maybe 3 months. Patient stated they first saw the message yesterday. During the call the patient was able to connect to their implant and saw the eos message. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Event description:
Additional information was received from the patient. They reported that the cause of receiving the end of service message was not determined patient stated when they called to report it not communicating they said it was because they used up the battery. It was never on a setting more than four. Patient said the issue was not caused by normal battery depletion and no steps were taken to resolve this issue. It was reported that the issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.